Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, under-sensing and helix retraction issues. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, under-sensing and helix retraction issues. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. Th lead was returned and analyzed.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. Patient code 3191 captures the reportable event of surgery. This lead was returned to boston scientific's post market quality assurance laboratory. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The helix difficulty allegation was confirmed, based on the field report. Helix test failed likely due to blood/body fluid. The under-sensing allegation was not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.